Event description:
During a balloon assisted coil embolization of an aneurysm located in the right middle cerebral artery, the coil perforated the aneurysm. The physician continued deployment of the coil into the aneurysm without patient complications. It was reported that the patient woke up with a headache and aspirin (dose unknown) was administered. The patient was reported to be in good condition and released from the facility.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the directions for use (dfu). Vesel perforation (aneurysm rupture) is known risk associated with endovascular procedures and is noted as such in the dfu. Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
During a balloon assisted coil embolization of an aneurysm located in the right middle cerebral artery, the coil perforated the aneurysm. The physician continued deployment of the coil into the aneurysm without patient complications. It was reported that the patient woke up with a headache and aspirin (dose unknown) was administered. The patient was reported to be in good condition and released from the facility.